Manufacturer narrative:
Patient demographics, such as date of birth or weight, were not provided. The beckman coulter (bec) field service engineer (fse) performed preventative maintenance. The fse noted the customer performed a passing system check on (B)(6) 2016. The fse ordered high sensitivity system check solution and additional access accutni+3 reagent and calibrator to perform verification testing. The fse returned to the customer site on (B)(6) 2016. Upon inspection of the instrument the fse noted microbubbles in the wash pump. The fse noted the appearance of the microbubbles upon priming the pipettor and dispense probes. The fse replaced the seal, stator and rotor. The fse noted the microbubbles were gone. The fse verified repairs by performing a passing high sensitivity system check and fifteen (15) replicate access accutni+3 precision run. In conclusion, the cause of the non-reproducible access accutni+3 result is due to a hardware malfunction as several parts were replaced in connection with microbubbles in the wash pump. Microbubbles can lead to insufficient washing of the patient's sample within the reaction vessels and can cause erroneously elevated results in sandwich assays such as the access accutni+3 assay.

Event description:
The customer obtained one (1) troponin I (access accutni+3) non-reproducible result for one (1) patient on an access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (s/n: (B)(4)). The customer reanalyzed the sample on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (s/n: (B)(4)) and obtained lower results, within the normal reference range of the assay. The customer also reanalyzed the sample on an istat and obtained results within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to the reported event. Samples are lithium heparin plasma. Samples are centrifuged at an unknown speed for ten (10) minutes. There was no report of sample integrity issues.